Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's downstream occlusion (dso) seal was unattached and damaged in the middle and corners. The event occurred during testing. There was no patient involvement, no patient injury was reported. The event occurred during testing.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. Additionally, the upstream occlusion seal was observed to be delaminated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso and uso seal and sensor was replaced and the device passed all testing.